Event description:
In this case, it was reported that the valve was explanted after an implant duration of 8 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Based on the operative report provided, the reason for explant was due to aortic stenosis. Per the operative report, there must have been significant aortic insufficiency because pressure was not maintained in the aortic root, and for this reason, we switched to retrograde cardioplegia the subject valve was excised individually and then freeing the valve circumferentially. There was 1 small area on the right coronary sinus near the noncoronary commissure where dissection carried deep and right ventricle was encountered and this was repaired using the 2-0 ethibond pledgeted sutures that were placed circumferentially around the annulus. A 23mm edwards valve was then seated after sizing and sutures were tied and it sits nicely in the supra annular position. Cannulas were removed after discontinuation of cardiopulmonary bypass on low-dose dopamine. The patient tolerated the procedure and is taken to the ICU in guarded condition. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.